Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4155972. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Regarding the reported issue of needle broken, an exact cause related to the manufacturing process could not be determined as the analysis of batch history showed no abnormalities. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard pnk 20ga x 1.16in needle was broken. The following information was provided by the initial reporter translated from spanish to english: summary of three complaints, from different people, about peripheral venous catheter n°20, bd insyte autoguard, same batch: 1) cracking, breakage of the product or part of it; handling problems, broken pu part (16/10)); 2) catheter when inserted into the skin does not progress, attempt to puncture unsuccessful (13/08); 3) during the insertion of the catheter the cannula of the device breaks (16/08).